Event description:
Developed melanoma and a host of autoimmune disease and side effects from my mentor saline smooth implants. I had the melanoma excised and since then I have had numerous cautionary spots removed leaving my body full of scars. I have the following side effects due to silicone toxicity and breast implant illness. Chronic fatigue, brain fog / difficulty concentrating, muscle aches, joints pain, dry skin, eyes, mouth, burning eyes, weight gain, easy bruising, heart palpitations, anxiety, panic attacks, skin rashes, tingling / numbness in arms / hands, dehydration, decline in vision, digestive issues, chronic inflammation, heavy menstrual periods with heavy clotting, headaches, feeling like I am dying. Depression, rheumatoid arthritis symptoms, impatient / pms symptoms, cold hands and feet, ringing in ears. The list goes on. My main complaint is the melanoma. I have no family history of melanoma, wear sunscreen regularly and I am barely ever in the sun for long periods of time. I am only (B)(6) years old.